Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that her daughter was in intensive care unit because of diabetes ketoacidosis. Customer¿s blood glucose level was 600 mg/dl. The current blood glucose level was 115 mg./dl. The product will not return for the analysis.